Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving compounded baclofen 600mcg/ml at 63.55mcg/day via an implantable pump. It was reported that the patient reports her pump is very mobile and flips often. Surgical intervention occurred to reposition the pump and securely anchor it down. The physician suspects twiddlers but the patient denies. No catheter or efficacy issues were presented. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.